Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that two mynxgrip vascular closure devices (vcd) had a balloon failure, after insertion into the patient. The artery had calcium below the puncture. The devices failed in patients with known pad. There was an intervention performed on the opposite lower extremity, not at the arteriotomy site. There was no subsequent negative patient involvement in either device. Upon failure the patient/s had to be switched to a manual hold. Analysis of the devices indicate that the balloon from the two mynxgrip vascular closure devices may have lost pressure during use. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the device had evidence of exposure to blood. The stopcock was opened and the syringe was attached to the device. The sealant and the advancer tube remained in their manufactured positions. The shuttle cartridge was engaged to the black handle as received. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. No obvious anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 1.5 mm from the balloon proximal neck. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Review of lot f1712503 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon loss of pressure was confirmed through analysis of the returned device due to the micro tear found in the balloon. However, the root cause of the tear could not be conclusively determined. Based on the limited information available for review, vessel characteristics (pvd/calcium present in the vicinity of the access site) and/or handling factors most likely contributed to the balloon loss of pressure reported as evidenced by the type of micro tear found on the balloon. According to the instructions for use, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure as was done in this case. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that two mynxgrip vascular closure devices (vcd) had a balloon failure, after insertion into the patient. The artery had calcium below the puncture. Addendum (12/4/2017) the devices failed in patients with known pad. There was an intervention performed on the opposite lower extremity, not at the arteriotomy site. There was no subsequent negative patient involvement in either device. Upon failure the patient/s had to be switched to a manual hold. Analysis of the device on 12/20/2017 indicates that the balloon from the two mynxgrip vascular closure devices may have lost pressure during use.